Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.

Event description:
It is reported this event occurred in the coronary intensive care unit. The sex of the pt is unk. During insertion of the swg by the resident, the swg broke. It was thought a piece of the swg could be in the arterial vein and so a scan was taken. The scan confirmed there was no swg remaining in the pt. The device was removed and not replaced. There is a delay in treatment noted.